Event description:
The user facility reported that after a failed processing cycle, operators removed a bk ultrasound probe from the v-pro 1 plus unit. The item was wet. One operator attempted to dry the item with a compressed air hose. This caused residual moisture to spray the operator in the face, resulting in a chemical burn. Another operator present during the application of compressed air complained of respiratory issues after the event. Both operators went to the ER, and were sent home for the day. The user facility declined to provide information on treatment administered, due to hipaa concerns. The instrument was reprocessed prior to use in a patient procedure.

Manufacturer narrative:
A steris field service technician arrived on-site, and inspected the unit. The unit was found to be operating within normal specifications. The technician was unable to ascertain the cause of the aborted cycle, because no cycle printouts were provided by the facility. The v-pro 1 plus is designed to abort during the condition phase if the control determines the load is too wet to perform sterilize phase. The v-pro 1 plus operator manual states (on page 2-2): "failure to thoroughly clean and dry articles to be sterilized could result in an ineffective sterilize cycle". Prior to sterilization all materials and articles must be thoroughly cleaned, rinsed and dried. A steris account manager interviewed the affected staff. None of the staff were wearing ppe while unloading the unit or drying the items. The v-pro 1 plus operator manual states (on page 1-2): "danger - chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling instructions. Refer to the vaprox hc sterilant material safety data sheet (msds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup". The v-pro 1 plus operator manual states (on page 2-1): "ppe personal protective equipment including goggles or face shield and chemical-resistant gloves". The account manager provided an in-service on proper operation of the v-pro 1 plus and usage of ppe on (B)(4) 2013.